Event description:
It was reported that the patient experienced loss and inadequate stimulation due to high impedances on the lead. The leads also migrated. The patient underwent a replacement procedure and was doing well postoperatively. The explanted leads will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2208700, model: sc-2208-70, serial: (B)(6), batch: a37511.